Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ protector p53j there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ protector p53j there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two samples were received for evaluation by our quality engineer team. Upon visual inspection of the samples, no defects were observed. Leakage testing was performed on the two samples and leakage could not be confirmed. As a lot number is unknown for this incident, a production history review could not be completed and additional retained samples could not be evaluated. Based on the investigation results, a cause for the reported issue could not be identified.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd phaseal protector p53j there was an issue with leakage. There was no report of injury or further medical intervention.